Event description:
It was reported that, during implant testing, the programmer gave a warning indicating the shock impedance was out-of-range. The doctor disconnected the electrode from the device, irrigated the pulse generator header area, and tried again. Once again, the programmer gave the out-or-range shock impedance warning. Another pulse generator was placed onto the implanted electrode, and the impedances were good. The system was successfully implanted. There were no additional adverse patient effects.